Event description:
From march 31, 2000 through june 9, 2000 a customer reported out consistently elevated axsym beta-human chorionic gonadotropin values for a pt. These thirteen measurments were taken every 3 to 10 days and ranged from 153miu/ml (initial and highest result) to 43miu/ml (lowest result) randomly, with no trend noted. The pt was treated with methotrexate for trophoblastic disease. Customer stated pt is not currently ill nor was any irreparable damage done.